Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the 8100 did not alarm which was not identified during the customer call. Although requested no additional information will be provided by the customer. The case escalated to dchu. Dchu will contact customer for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that 8100 did not alarm. There was patient involvement, but the user harm was unknown. Although requested no additional information will be provided by the customer, no devices will be returned.